Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It as reported the pt has been experiencing pain at the ipg site. The pt was given an analgesic patch by her doctor. No further info is available at this time.